Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Unknown star talar component: extra small (30mm x 31mm), right with guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4). The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on august 1, 2014.  Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device remains implanted.

Event description:
Cyst in medial malleolus. Persistent pain in medial malleolus area; concern on x-ray whether or not she has an increasing cystic lesion in that area and in between the barrels on the ankle replacement. Outpatient procedure - possible grafting was discussed as a treatment.

Manufacturer narrative:
All implants were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants were documented as faultless prior to distribution. According to the study records radiolucencies (cysts) in the tibia and sclerosis (hypertrophic bone formation) were noted around the tibia barrels after approx. One year of implantation. No other relevant conspicuities were detected. Bone ingrowth and cysts were evaluated by a hcp in the statement ¿clinical results of the star ankle prosthesis, page 69 - 72¿: spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion. Heterotopic ossification (symptomatic: 0 ¿ 15 %) [2, 6, 9, 23, 27], (asymptomatic 0 ¿ 47 %) [6, 9, 23, 27] the definition of heterotopic ossification is inconsistent in the scientific literature. In most cases it is an incidental finding on the x-rays with no symptoms. Only in rare cases symptomatic heterotopic ossification is found impeding the function of the arthroplasty or causing pain. Symptomatic heterotopic ossification may be treated resection and release. All reported potential risks and complications nominated above represent typical complications of ankle arthroplasty and are not related to the particular design of star. All reported potential risks and complications nominated above represent typical complications of ankle arthroplasty and are not related to the particular design of star.¿ additionally cysts were evaluated by a product expert from the development department: ¿this is a known complication and risk in the scientific literature. The exact source is unknown. Researchers believe that it is due to poly wear debris and/or fluid hydraulic pressure in the joint.¿ bone ingrowth and cysts are adverse effects and may require medical or surgical intervention (therefore listed in the IFU). Conclusion: based on the evaluation a manufacturing fault was not found but a correlation between the implant and the cysts and sclerosis cannot be excluded. The case represents a recurring issue for the sliding core and tibia component and will be monitored and evaluated according to pms trending procedure (B)(4). Discrepancies were detected during risk analysis review; nc#(B)(4) was already initiated. No other non-conformity identified; no previous or actual actions are in place.

Event description:
Cyst in medial malleolus. Persistent pain in medial malleolus area; concern on x-ray whether or not she has an increasing cystic lesion in that area and in between the barrels on the ankle replacement. Outpaitient procedure "possible grafting was discussed as a treatment."